Manufacturer narrative:
The customer indicated that the device was discarded and will not be returned for investigation. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received from an international affiliate (abbott (B)(4)) of leakage of a chemotherapeutic agent. The customer reported that on (B)(6) 2004, once a chemotherapy treatment had ended, the tubing was flushed with saline solution as per facility protocol. When the nurse disconnected the IV set from the clave port on the patient's primary line, she observed that the male tip of the IV set broke off and remained in the clave port. The breakage reportedly resulted in leakage of an unspecified chemotherapeutic agent, exposing both the patient and the nurse. The male tip of the tubing set was removed from the clave port, which prevented any further leakage. There were no reports of any adverse effects to the patient or the healthcare provider. Though requested, no additional information was provided.